Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at 475.5 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was refilled at 6 pm on (B)(6) 2017 and started having withdrawal symptoms that night. The hcp did not have the session data report, only a print report from the refill. It was noted that the event logs did not have the event "pump restarted due to restart command" and it was reviewed that the pump was not successfully updated and telemetry did not complete all steps. The hcp was then walked through updating the pump today [(B)(6) 2017] and it was noted the hcp wanted to start the patient on the same dosing they were on yesterday. It was also confirmed that the pump was now in simple continuous mode. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.